Manufacturer narrative:
Because multiple serious injuries resulted in this case, this event meets the criteria for reportability. The implant was returned, evaluated for length and diameter measurements, and found to be in specification. No variation of the implant surface was noted.

Event description:
It was reported that four xive s plus implants were removed over four years after placement due to peri-implantitis. It was also reported that the patient possibly experienced an allergic reaction; a 2009 diagnostic report regarding a titanium stimulation blood test indicated that the patient showed an immunologic hyper-reactivity to titanium particles.